Event description:
Sepsis [sepsis] fever [pyrexia] cramping, pain in stomach [abdominal pain upper] nausea stomach [nausea] dizziness head [dizziness] high heart rate [heart rate increased] lower abdomen pain [abdominal pain lower] puking [vomiting] diarrhea [diarrhoea] case narrative: a female consumer (unknown age) reported spontaneously via email on (B)(6) 2024 that she used tampax tampons and was hospitalized for four days after using a regular size tampon. She reported the doctor specified this was due to the tampon she inserted before she was hospitalized. She was diagnosed; however, the report did not state a diagnosis. Dates of product use and hospitalization were not provided. Product usage details were not provided. It was unknown if the tampons had been used previously, and unknown if use continued or stopped. The event and case outcomes were unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. 08-aug-2024 received digital safety assessment survey: the 24-year-old consumer clarified that on (B)(6) 2024, she experienced nausea, dizziness, fever, high heart rate, and cramping/pain in her stomach. She was admitted to the hospital for four days, beginning and ending 2024, and treated with antibiotics. She had previously used this version of the tampons (unknown toleration) and used them multiple times a day during menstruation. Product use start date for this occurrence updated to (B)(6)2024. Product use stopped on (B)(6)2024. The event and case outcomes were improved. Relevant history: she had used tampax since she was a teenager. Concomitant product: she reported using multiple products (exact type/s unspecified) for each period. No further information was reported. 08-aug-2024 picture received: a picture sent in by the consumer updated the product to tampax tampons pearl full size regular-normal unscented 36ct. No further information was provided. 08-aug-2024 follow-up received via email: the consumer stated she had used your (tampax) tampons her entire life. No further information was provided. 09-sep-2024 product experience questionnaire, after visit summary, and medical billing statement received: in the questionnaire, the consumer confirmed that she had a tampon in for 4-5 hours at most, when 12 hours later she experienced puking, diarrhea, nausea, dizziness, lower abdomen pain, and sepsis (B)(6) 2024). She went to the emergency room and was hospitalized, beginning (B)(6) 2024 and discharged (B)(6) 2024. Treatment from the health care professional included amoxicillin-clavulanate (clavulete), hydrocodone-acetaminophen, ibuprofen, and ondansetron. Treatment at home included ice packs, hot packs, and unspecified pain medications. She had used 5 tampons daily for menstruation. She had used these types of tampons since 2016 and never had any previous problems. The event outcomes of lower abdomen pain, nausea, vomiting, diarrhea, dizziness, and sepsis recovered on (B)(6) 2024. The event outcomes of fever, cramping/pain in stomach, and heart rate increased remained improved. Relevant history: she had never had the problem or had a similar problem in the past. She was not under the care of a physician for any medical conditions. She was allergic to sulfa antibiotics. She was not pregnant. Weight: 150 (pounds), height 61 (inches). Concomitant product: norethindrone 0.35 mg (milligrams, minipill) used for birth control. An after-visit summary from a medical center confirmed the consumer was admitted under general med surg (medical surgical) for lower abdominal pain on (B)(6) 2024 and discharged (B)(6)2024. The record showed blood cultures had a preliminary result available, however the result was not stated. The ova and parasite fecal exam remained in process with result pending. Discharge medications included amoxicillin-clavulanate (augmentin), hydrocodone-acetaminophen (norco), ibuprofen (motrin), norethindrone 0.35 mg (micronor), ondansetron (zofran), and tylenol. Her reaction to the allergen of sulfa antibiotics was dizziness and hives. The billing summary listed charges for the following treatments given during the admission: sodium chloride 0.9% solution, ondansetron, ketorolac, acetaminophen, potassium chloride, lactated ringers solution, magnesium sulphate, ceftriaxone, metronidazole, clindamycin, and magnesium oxide. IV (intravenous) therapy charges included IV push and IV infusion hydration. Diagnostic charges included: CT (computed tomography) scan of the abdomen and pelvis with dye, lohexol, echo (echocardiogram) heart resting with doppler and color flow, myocardial strain imaging using speckle track, CT 3d (dimensional), echo doppler color without contrast, ECG (electrocardiogram) tracing, abdominal duplex ultrasound (va abdomen duplex), transvaginal and pelvic ultrasounds, transthoracic echo, and tele (telemetry) observation. There were multiple charges for lab studies via venipuncture, urinalysis, and feces. Results were not provided for any of the diagnostic or lab studies. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
There is insufficient information to perform an investigation